Event description:
The rn circulator and surgical tech completed a manual count of 45 laparotomy sponges per hosp policy and were placed in the clearcount receptacle. Clearcount read 44 laparotomy sponges. The pt was 'wanded' and a sponge was detected. The surgical incision was extended and the wound explored. A rfid 'chip' was found in the surgical wound. A package of same size sponges 18 in x 18 in [45.72 cm x 45.72 cm] smartspong lap sponge ref (B)(4), lot: hq450 62659 45 as were used in the case (but may not be the same lot number as the involved sponge) was opened and inspected. The rfid chip 'pocket' was split which allows for chip to easily fall into wound as occurred in the case being reported. Machine serial # (B)(4). (B)(4). The laparotomy sponge used in the case and the rfid 'chip' retrieved from the surgical wound are not available for inspection.